Event description:
Pt underwent elective l2-l1 laminectomy with fluoroscopy guided io flex foraminal decompression for l2-l1 stenosis. The baxano 10-flex foraminal decompression system was utilized under fluoroscopy. A guide-wire was passed ipsilateral and a contra-lateral probe was passed through the neural foramen at l2 to s1 sequentially, the guide-wire was passed through the neuro check device. A 1mm microblade shaver was passed through the neural foramen sequentially l2-s1 bilaterally, with pre and post reciprocation fluoroscopic imaging confirming adequate decompression. A small guide-wire tip from of the baxano io-flex guide-wire broke off during the procedure. This was noted when the procedure was complete. The surgeon performed direct dissection and searching and did not reveal it. The wound was irrigated copiously with sterile saline.